Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed on three out of four contacts of the lead. Device therapy was turned off. The lead was explanted and a new lead was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.